Event description:
Patient undergoing total hip replacement. Physician went to use depth gauge to determine needs. While using the depth gauge it broke at the intersection between the gauge and the handle. Broken part retrieved from patient. Inspected device. All parts accounted for. Case proceeded with no further issues.

Event description:
Patient undergoing total hip replacement. Physician went to use depth gauge to determine needs. While using the depth gauge it broke at the intersection between the gauge and the handle. Broken part retrieved from patient. Inspected device. All parts accounted for. Case proceeded with no further issues.